Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Left knee revision. Patient shows some looseness. The plan is to put a thicker insert.

Manufacturer narrative:
An event regarding revision of a triathlon insert component due to instability was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned however one photograph was provided for review. The photograph shows the inferior surface of a recently explanted insert with the product details highlighted with a blue ink. The device shows some explantation damage but otherwise appears unremarkable. Medical records received and evaluation: instability caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty, weight and/or high activity level) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: revision surgery took place due to instability whereby the reported 11mm cs insert was revised to a 16mm cs insert. Medical review indicated that instability is caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty, weight and/or high activity level) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. The balance between patient-related and procedure-related factors cannot be differentiated in this case due to lack of detailed clinical information. Further information such as follow up notes and product return are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left knee revision. Patient shows some looseness. The plan is to put a thicker insert.